Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown.

Event description:
It was reported that the system was explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
Additional information indicates that patient experienced infection at an unknown location. As a result, the entire system was explanted on an unknown date to address the issue.